Event description:
This notification is being reviewed due to a user of a dreamstation bipap device with an allegation of returned for foam replacement. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. No evidence of foam particles were found in the device assembly. No error codes were found in the device log history. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported information due to a user of a dreamstation bipap device with an allegation of returned for foam replacement. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned however there was no initial device allegation. The device was returned to a third-party service center for evaluation. No evidence of foam particles were found in the device assembly. No error codes were found in the device log history. The device was scrapped. Updated: problem code grid updated.